Event description:
Customer reported a past low blood glucose event. Blood glucose level was reported to be 49 mg/dl, which is below normal. Cause was not known. Customer consumed carbohydrates and glucose tablets to address the issue. Control-iq feature was active on the pump. Customer was advised by technical support to consult a healthcare professional to discuss possible factors affecting blood glucose levels.